Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 and 22/apr/2019. Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and underweight. Microscopic analysis was performed which identified a striated edge opening consistent with the use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken shell on the posterior side due to surgical damage. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "implant defect." The device has been explanted.